Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device was returned due to contact force and connection issues. The device did not meet specifications during an irrigation leak test due to inadequate adhesive bonding at the irrigation tubing and tip assembly junction. The leak at the irrigation tubing and tip assembly junction and the adhesive failure at the shaft/tip electrode transition are consistent with fluid ingress and a loss of force data during the procedure.

Event description:
This report is to advise of an event observed during analysis confirming a irrigation leak of the catheter.